Manufacturer narrative:
Upon receipt of internal review, it was confirmed that the reported event of "laser power" is not considered to be a reportable malfunction because the laser power issue is captured in event code of system message, and it is not likely that a recurrence would result in serious injury. Hence, this event does not meet reporting criteria. No further reports will be submitted under mfg report num: 2028159-2026-00342. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy surgery, the ophthalmic system displayed an advisory code, and the laser power was too low or below acceptable tolerance. The patient¿s eye was stabilized, and the system was rebooted. The surgery was completed on the same day, and there was no patient impact.